Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported air bubbles sometimes appears in the insulin cartridge of his infusion device 3 days after the cartridge has been changed. He stated he turns his device upside down so that the air bubble will remain at the bottom of the insulin cartridge. The patient was advised to prime out all air bubbles. He said he has had elevated blood glucose readings for about a year which his doctor is aware of. He has not made any adjustments to his basal rates. He had an elevated reading last night of 400 mg/dl which he corrected to 100 mg/dl by bolusing insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.